Event description:
It was reported to boston scientific corporation that a advanix- naviflex rx biliary stent was to be implanted in the bile duct/ ampulla to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the stent would not fully deploy, and the guide catheter broke off. A grasping forceps was used to remove the broken guide catheter. The procedure was completed using the original stent. There were no patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant, showing that the guide catheter was detached and kinked, and the pull wire bent. Additional information received on december 10, 2024. It was reported that the stent was deployed, but during removal of the delivery system, the guide catheter broke off and had to be removed using grasping forceps.

Manufacturer narrative:
Block b5 has been updated with the additional information received on december 10, 2024. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter inside the patient.

Event description:
It was reported to boston scientific corporation that a advanix- naviflex rx biliary stent was to be implanted in the bile duct/ ampulla to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the stent would not fully deploy, and the guide catheter broke off. A grasping forceps was used to remove the broken guide catheter. The procedure was completed using the original stent. There were no patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant, showing that the guide catheter was detached and kinked, and the pull wire bent.